Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh on a previously recovered cadaver donor. There was no harm and no delay reported. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, and h10 the device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6)2018 , the device was noted to have been previously repaired thirteen times, the last repair being for a mesher producing an incomplete cut reported on (B)(6)2019. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6)2019 , it was reported from the living legacy foundation that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 2:1 cutter serial number (B)(4) and 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on(B)(6)2019 noted that the roller gear and the shoulder bolts were damaged on the device and that the device was out of calibration specifications. Despite the device being out of calibration, the mesher itself still produced a passing test mesh. Both of the cutters were also tested, but both failed to produce a proper cut and were deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the roller gear and the shoulder bolts. The technician then tested and verified that the device was functioning as intended, then returned the mesher and the cutters to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) , and (B)(4) on(B)(6)2019 based on the information provided, the cause of the mesher not producing a proper mesh was due to using worn cutters. During the evaluation, it was found that both the returned 1.5:1 and 2:1 cutters were found to have not produced a proper cut and were deemed non-repairable. The cutters have also been found to have produced improper cuts as well when previously tested. The instructions for use for the zimmer skin graft mesher notes that a damaged cutter may result in a less than optimal mesh pattern and can cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.